Event description:
It was reported that the patient was presented to the hospital for scheduled procedure. During procedure, the right ventricular (rv) lead had exhibited failure to sense and failure to capture. Meanwhile the right atrial (ra) lead was unable to be separated from the stylet. The physician elected to remove and replace both the rv and ra leads. The patient was in a stable condition throughout.

Manufacturer narrative:
The reported event of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damages.